Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 ((B)(4), awareness date 06-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Consumer reported that she had a partial hysterectomy on (B)(6) 2015 and felt much better. The bloating and weight were going down. She had no more rashes, constipation and lack of sex drive since the coils were gone. Also, she reported that she had 6 coils of different lengths as opposed to one in each tube as she was told. Product technical complaint investigation result was received on 21-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had rashes. She underwent a partial hysterectomy and essure was removed. This event was considered serious due to medical significance and is listed in the reference safety information for essure. Patients who are allergic to nickel may have an allergic reaction to the device. In addition, some patients may develop an allergy to nickel if this device is implanted. Typical allergy symptoms reported include rash, pruritus, and hives. In the present case, limited information was provided. It was not reported whether the consumer had a history of metal allergy. However, since the rash resolved after essure removal and in the lack of an alternative explanation, causality with the suspect insert cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.